Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's implant site became infected, turned black, and had puss. The patient's battery then erupted and the ins was removed. The patient stated that they cannot have another implant due to scar tissues. The patient is in a wheelchair and is in excruciating pain. The caller wanted numbers on how many of these devices had these issues. The patient was given the device, and they don't know what to do with it. Patient services directed them to reach back out to the healthcare provider (hcp) for analysis to see if it was a system malfunction or something else. The patient was called back and informed that the manufacturer doesn't have information on how often this happens, but the hcp should have more accurate data. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that patient's wound was washed out and closure/debridement. Patient was non-compliant with wound instructions - behavioral. Actions/interventions taken to resolve the excruciating pain was pain control. The cause determined was poor wound healing and patient compliance. Patent's weight was unknown at the time of the event. No further complications were reported/anticipated.